Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would clip but the clips did not close completely. The device did not have a clean, crisp release. The surgeon went to close the clips, but then realized that there were too many of them. The surgeon then removed all the clips from that firing. The case was completed with another device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # m9125v. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. No issues related to multiple feeding and difficulties to fire were observed during the analysis. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.